Event description:
It was reported that the surgeon found the dilator to be "huge and stiff as a nail" and would not turn down to svc without excessive manipulation, causing considerable pain for the pt, procedure had to be abandoned and pt had to be admitted because of a small mediastinal hematoma. An x-ray was conducted to rule out a pneumothorax. Pt did not required any further medical/surgical intervention and was discharged.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.